Manufacturer narrative:
H2) additional information: continuation of d10: pn: 9735560, ln/sn: (B)(6). Pn: m450001b018, version 3.3.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: un k_visualase_comp, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the tip of the catheter had melted. It was reported that saline flow was normal when the reported issue occurred. As the catheter was extracted, it was noted there was resistance when the tip of the catheter reached the bone anchor and the bone anchor was removed together with the catheter and the melt was observed. There was a slight kink observed on the unit, however it was unclear if the kink occurred pre-ablation or during removal. The catheter was noted to have been under strain due to the trajectory used during placement, but saline flow was noted to be unaffected as the flow was checked for leaks by flushing saline through. It was noted there was evidence of charring on the catheter and once removed from the tip, the tip appeared normal outside of the final millimeter of the unit. It was noted there was no suspected plastic left in the anatomy. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The reported issue was suspected to have been caused by bleeding in tumor that occurred during the biopsy prior to the ablation that potentially coagulated on the tip and cooling was subsequently insufficient. Additionally, it was noted the issue could have been caused during a moment of signal loss on the temperature map (tmap) during the ablation.

Manufacturer narrative:
H3) a software analysis was initiated. Analysis found that the software of the thermal therapy system functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.